Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E3: reporter is a j&j sales representative. H4: the device manufacture date is unknown at this time. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from the sales rep in the netherlands that during device inspection it was observed that the hip obturator device needed to be fully cannulated for a 1.1mm guidewire but it¿s 75% cannulated. Last part is not cannulated. This event did not occur during surgery. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes mitek, however a video was provided for review. See attachment (re hip gryphon proknot instruments) the video investigation revealed that hip obturator had the guide wire that could not be fully inserted. Additionally, the image quality is poor and there were no clear observations pertaining to the nature of the reported event that could be identified. The overall complaint was confirmed as the observed condition of the hip obturator would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the video received. This product issue will be addressed through depuy synthes mitek quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.